Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with a new device. This report is submitted on may 09, 2023.

Manufacturer narrative:
Correction: there was no extrusion reported for this patient as previously reported in the initial (B)(4). Device analysis report attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced pain at implant site and an extrusion of the receiver,stimulator (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 17,2023.